Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the blood glucose was high. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's spouse reported that half of reservoir lip on top of the insulin pump was broken off. The customer's spouse reported that the reservoir was unable to lock in place when inserted into pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.